Manufacturer narrative:
H3: software analysis determined issue is resolved, but provided no additional insight regarding the cause of reported complaint. H6 10,213,4315 are associated with software analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735585, software version: (B)(4). No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that after an it update, the site was unable to retrieve exams on the system. The patient list would show in the software but when they attempted to pull the exam, they received a 732 error message. The site confirmed that the ae title and port for the navigation system were correct and the electronic picture archiving and communication systems (pacs) information was correct. The digital intercommunication of medicine (dicom) test was showing all green check marks. It was not possible to test if pacs could push an image to the system. There was no patient present when this issue was identified. An update was provided that the site was unable to download scans. The site was working with their it department to see if there was a firewall in place.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. (B)(4). If information is provided in the future, a supplemental report will be issued.